Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (obl) was informed that a customer high frequency bipolar cable was reported to have "mechanical damage" during a demonstration. The cable was returned and upon inspection and testing, the cable's male connection side to the electro-surgical generator unit is loose. Male connection for electrosurgical generator is loose. The internal wires of the cable are damaged respectively broken as the remaining wires are not able to conduct the current and an electric arc is formed. No patient/user injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, there was mechanical damage and the male connection for the electrosurgical generator was loose. This is a known fault pattern which can be confirmed. Wear and tear due to frequent use in connection with repeated bending and/or tensile loads most likely caused individual or all wires inside the cable to break. When the generator is activated, this can lead to voltage flashovers in the damaged area, which may result in the formation of sparks. The defect can most likely be attributed to wear and tear in connection with improper handling. Olympus will continue to monitor the field performance of this device.